Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out and was admitted to the emergency room (ER) due to the implantable cardioverter defibrillator (ICD) withholding therapy for a ventricular tachycardia (vt) episode. The ICD was reprogrammed and the issue was resolved. The ICD remains in use. No further patient complications have been reported as a result of this event.